Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The software was upgraded to a newer version and the issue could not be replicated. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues importing exams. The site received an error upon trying to import MRI exam from scanner stating "other -9 does not contain valid data for navigation. Check scanner settings". The site tried to load the exams again and got the following error: "other 12 - does not contain valid data for navigation, check scanner settings and re-import the exam". There was no patient present.